Event description:
According to the reporter, during a laparoscopic low anterior resection, after firing the device, it was articulated and used but did not return to straight even pressing and holding the upper button or pressing the left or right buttons. For that reason, it was pulled out of the port. When the scrub nurse operated the device outside, it was straightened and the cartridge was removed. After that, it was confirmed that a file error was displayed. After the ¿file error¿ was displayed, the handle became black out and did not respond at all. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)); sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the data saved to the system showed evidence of abnormalities during firing and articulation in the field. There was no evidence in the data of the handle displaying the file error screen or turning off abruptly. A design assessment was performed for this event which concluded that the handle functioned as intended the cause was likely a result of the damage on the returned reload. It was reported that the device was difficult to straighten. The reported issue was confirmed. The most likely cause was damage on the returned reload. It was also reported that the display was irregular and the power handle shut off. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.